Event description:
It was reported that prior to use, there was incomplete deflation of the white cuff. Cuff was pretested prior to use. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial MDR submitted in error due to duplicate reports. Incident has been reported under (B)(4) (2936999-2015-00451).